Manufacturer narrative:
This report is submitted on may 27, 2024.

Event description:
Per the clinic, open circuits were noted on 11 electrodes. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.